Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 600+ mg/dl. The customer stated that he was admitted to the hospital for diabetic ketoacidosis. The customer stated that his pump read no delivery alarm. The customer stated that he had symptoms such as vomiting. The customer stated that he was hospitalized in the emergency room for 2 days.